Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited white foreign material in the air/water cylinder and air/water tube. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in air/water cylinder and air/water channel appeared to be a white material, possibly an anti-gas product including simethicone but otherwise could not be identified. A definitive root cause of the issue could not be determined, however, it is possible that observed leaks at switch 1 and the forceps channel due to deformation/damage, prevented proper reprocessing, result in the foreign material not being removed. The issues may be detected/prevented by following the instructions for use sections: gif-1100 operation manual chapter 3 preparation and inspection. Gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.